Manufacturer narrative:
Submit date: 03/10/2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that when the brand new unit was unplugged from the wall, the prongs broke off of the power cord and remained in the socket. There was no patient involvement, no injury, and no intervention required.

Manufacturer narrative:
An investigation of kangaroo joey was performed for the reported condition of; when the unit's plug was unplugged from the wall, the prongs broke off the power cord and remained in the socket. The unit was triaged based on a photo provide by the customer. The provided photo confirms the reported condition. The possible cause of the reported failure could be due to rough handling; customer misuse. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.